Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. No lot # provided. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in this report and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that before use, an unspecified bd syringe was found with foreign matter as a clear, viscous substance was found within the barrel. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: sample evaluation: a loose 10ml syringe was received from an unknown batch# and p/n. Sample was visually evaluated. Stringing of silicone was observed between the bottom of the barrel and the stopper when pulling the plunger down. The silicone pooled on top of the stopper. The amount observed is excessive per product specification. Product defect confirmed based on sample evaluation. DHR review could not be performed due to unknown batch # and material #. There is insufficient information for a root cause investigation. Batch and material # are required for further investigation. CAPA not required.